Manufacturer narrative:
D4 catalog number and d4. Serial number were corrected, updated accordingly. Note: investigation outcome as previously reported remains unchanged.

Manufacturer narrative:
D9: added devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary heart injury: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem/ blood product transfusion: the cause of the patient device interaction problem was not determined due to lack of clinical details, no product defect found during evaluation. Difficult to advance: the cause of the difficulty to advance was most likely patient related because the 5.5 was inserted during an avr (tissue valve) operation and the resistance was experienced while attempting to cross the ao valve.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Event description:
Clinical review/rationale: an impella 5.5 was being placed in a 72 year old male via the axillary artery graft to support the year old male patient who had been admitted into the medical center for a planned surgery. The patient was to have an aortic valve replacement performed for known valvular disease. During the delivery of the 5.5 pump there was difficulty traversing anatomy and getting across the valve, as such they troubleshot with catheter and wire exchanges. There was damage to the aortic root during the procedure, the cause of which could not be fully determined to be either the wire or catheter touching the root. Surgical repair was successful, blood was given to the patient, and the pump was weaned and explanted with patient survival. The cardiac damage will be conservatively reported, despite evidence of causality.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.